Manufacturer narrative:
As viewed into the returned packaging the unsheathed and exposed coil was found to be entangled, stretched, knotted, and damaged. The exact circumstances of how and when this unreported damage occurred cannot be determined; however it appears to be post-procedural in nature. The severed proximal section of the sheath containing the locking mechanism was not returned. The resheathing tool was returned severed into two pieces. The resheathing tool¿s fracture is ductile in nature requiring external force. No material defects were found. The exact unreported circumstances that severed the resheathing tool cannot be determined; however it may be related to the unsheathing difficulty encountered by the end user. Located on the top proximal end of the resheathing tool in the open cutout section; the v notch has been severely fractured with the damaged edges elevated above the surface plane. No manufacturing defects were found. The most likely contributing factor to the unsheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have severed the resheathing tool, severed the locking mechanism, produced a portion of the coil damage, and caused the unsheathing difficulty. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1 in. (2-3 cm).¿ in addition, without the return of the severed proximal section of the sheath containing the locking mechanism, the unidentified microcatheter, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Investigation did reveal the returned coil to be entangled, stretched, knotted, and damaged. The exact circumstances of how and when this unreported damage occurred cannot be determined; however it appears to be post-procedural in nature. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility stated that the plastic introducer was fused onto the delivery wire on a presidio coil (pc410082930/c32197) 2 stryker target coils (details unknown) and an orbit galaxy g2 (details unknown) had been placed into the patient's aneurysm through the same microcatheter (details unknown). There were no signs of damage or wear and tear on the presidio box before it was opened. It was noticed that the plastic introducer was fused onto the delivery wire making it impossible to advance into the microcatheter and into the patient's aneurysm. The coil was removed without removing the microcatheter. The surgeon noted that this was not the first time this had happened with presidio coils. At the time of initial contact the device was returned for analysis. A continuous flush was maintained through the microcatheter. There was no difficulty encountered when inserting the guidewire into the microcatheter. There was no resistance/kinking when inserting the microcatheter. There were no kinks/bends or compressions noted on the microcatheter. It was visually confirmed that the introducer was seated correctly. Failure analysis discovered that the returned coil was entangled, stretched, and damaged.